Manufacturer narrative:
Due to foreign patient confidentiality requirements, no patient information is available. Reference manufacturer report(s): 3006524618-2012-00345.

Event description:
It was reported that the physician was preparing for a shoulder stabilization procedure. The patient was under general anesthesia and the doctor attempted to load the needle cassette into the speedstitch suturing device handle; however, the handle would not accept the needle. The procedure was aborted as no back up device was available. There were no patient complications as a result of this event.